Manufacturer narrative:
(B)(4). Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent an initial hip procedure. Subsequently, the patient was revised due to osteolysis and elevated metal ion levels. It was reported that the surgeon noticed some corrosion during the removal of femoral head. The femoral head and liner were revised.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:00771101110 lot number:62540656 brand name: m/l taper stems, catalog number:00620005422 lot number:62517074 brand name: trilogy cup, catalog number:00630505032 lot number:62501592 brand name: acetabular liner, catalog number:00625006535 lot number:62417712 brand name: bone screw. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-04419, 0002648920-2019-00744. Medical records were provided and reviewed by a health care professional. Review of the available records identified that the patient developed increasing pain and underwent a revision procedure. Lab tests showed that the patient had elevated metal ions : cobalt at 3.4 and chromium at 1.1. During the procedure, significant corrosion was observed at the head-taper interface. Ectopic bone was excised from around the acetabulum. No other findings related to the reported event were noted. Reported event was confirmed by review of medical records provided. Device history record was reviewed and no discrepancies were found. The additional information received does not change the final conclusions of previous investigation. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient was revised due to increasing pain approximately 3 years post implantation. During the surgery surgeon notes significant corrosion to head/neck junction, elevated metal ions, and ectopic bone growth at the acetabular component. Attempts have been made and additional information on the reported event is unavailable.